Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had black particles in the inlet filter. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous report stated the manufacturer received information alleging a ventilator had black particles in the inlet filter. There was no harm or injury reported. This report is being created to correct the problem code grid. The incorrect code was used. The corrected code was updated in this record.